Event description:
It was reported that the customer had issues with bent cannulas and went to the emergency room on 12/23/2014. Customer had some bleeding at site for the enlite sensors. Customer stated that she had ketones and her blood glucose level went up to 675 mg/dl at the time of the incident. Customer stated that she did not know the cannula was bent. Customer was treated with IV fluids and insulin. Customer was wearing the pump at the time of the visit. Customer felt dizzy and loopy a few days before the incident. Customer was treated in the emergency room and did not have to be admitted. Customer stated that she was trying to upload to carelink and was receiving an error. Customer stated that last night she had an issue with another site and there was a knot at the site. The knot was still there this morning. Troubleshooting was performed. Tubing clamp will be sent to continue troubleshooting. Cannula was bent and occluded. Sets will be replaced. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.